Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that customer was experiencing high blood glucose. Blood glucose level at the time of the incident was 427 mg/dl. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown if the insulin pump was on auto mode. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.